Event description:
It was stated that the customer was seen at a clinic for high blood glucose levels. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump was primed successfully but the high pressure test could not be performed because the customer did not have a clamp. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.